Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was resistance and the physician was unable to pass the lead through the catheter. The catheter was removed and upon removal it was noted that there was a clear twist seen in the catheter. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.